Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm the alleged event. No evaluation can be completed as no event, facility location and/or surgeon information was provided at the time of the reported event.

Event description:
As per patient, he underwent an interbody replacement procedure that post-operatively migrated. No information in regards to patient's current status, product involved or other relevant event information reported.

Manufacturer narrative:
A supplemental report is being submitted to update fields with information received as well as new event information as documented below: on (B)(6) 2018 a revision procedure took place where the cage was repositioned and a lateral decade plate along with posterior fixation was added without reported issue. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: loosening of implant component(s)...". "... The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components...". "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications...".